Event description:
Narrative from staff: the tip cover accessory that was applied on the hot shear monopolar curved scissors came off during surgery. During case it was noticed by scrub personnel that is was no longer on instrument. It was found and retrieved from the pelvic cavity of the patient.